Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button and touchscreen were delayed in responding to touch and due to unspecified housing damage, loading a new cartridge was difficult. There was no reported impact to customer's blood glucose. Although requested, customer declined to provide further information and declined tandem technical support's offer to troubleshoot.